Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings: a review of the pump¿s black box history showed that a power reboot was recorded on (B)(6) 2014. The battery compartment was found to be cracked in the thread area and below the grip pad. Evidence of moisture contamination was observed inside the battery compartment. The returned battery cap threads were found to be damaged. The battery cap was not able to maintain an electrical connection with the pump. A test battery cap was used to complete all testing. A leak test was performed and a battery compartment leak was confirmed. The pump case was removed and no evidence of moisture or contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.